Event description:
It was reported that during implant that the device screw cover came off on the pacemaker. The physician elected to use another pacemaker and complete the implant. The patient condition was stable.

Manufacturer narrative:
The reported event of the ventricular septum came off leaving the setscrew exposed was confirmed. A pacemaker was returned for analysis. Analysis revealed an anomaly that even though med-a (medical adhesives) was applied to seal in the septum, that the med-a only adhered to the septum and not the epoxy header surfaces.